Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited fluid loss. During surgery, the outer layer of the left cylinder was found to be peeled. All ipp components were explanted and replaced with new ones. The replacement device was tested intraoperatively and demonstrated satisfactory function. No patient complications were observed.